Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 1 months and 3 days post procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the patient now presents with ulcers on her right foot. Pathology report indicates hydrophilic coating. The physician believes the scaping off of the esheath could have traveled down to her peripheral artery. The podiatrist put the patient on topical nitroglycerine and recommended the patient follow up vascular surgery. Per medical record review, the patient had a 23mm s3u implanted in the aortic position via right tf approach. The implant was a success with none to trace paravalvular leak (pvl). Approximately 15 days post tavr, the patient had right leg pain and had a lower right external right venous doppler which indicated no evidence of acute deep venous thrombus on the right side, but there was a nonspecific soft tissue edema and probable regions of fat necrosis in the lateral right thigh. Approximately 29 days post tavr the patient had a punch biopsy of the right medial foot, where the microscopic description stated that "the specimen consists of a punch biopsy of acral (peeling) skin to the deep reticular dermis. There is an intraepidermal hemorrhagic vesicle with underlying granulation tissue and acute inflammation associated with fragments of nonpolarizable amorphous, basophilic foreign material. Some foreign material is surrounded by giant cells and granulomatous inflammation. Acid-fast bacillus (afb), brown and brenn staining, and grocott methenamine silver (gms) stain are negative for microorganisms." The biopsy reports that the patient's history of a recent transcatheter aortic valve replacement is noted, and the possibility of embolization of material from percutaneous intravascular device should be considered.

Manufacturer narrative:
The esheath plus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided of the patient's foot showing pigmented nodules matching the described content in the pathology report. The 3mensio imagery shows access vessel calcification and tortuosity. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. During the manufacturing process, the esheath is 100% visually inspected and tested several times. The sheath shaft components and esheath final assemblies are inspected, among other things, for the following: wrinkles, kinks, bends or mechanical damage, protruding or missing material, dents, cuts, and crossing linking of hdpe (blue) across liner (clear). These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions for use (IFU) were reviewed: esheath+ IFU, s3u, commander, esheath+ procedural manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for hydrophilic embolism is confirmed through patient imagery and pathology report. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history showed no indication a manufacturing non-conformance contributed to the event. The IFU/training manual showed no deficiencies. Per the 3mensio imagery, the patient's access vessels had the presence of calcification and tortuosity. If the sheath had interacted with the calcification of the access vessel, the sheath shaft may have become damaged, resulting in the emboli. Calcification can create sharp nodules which can potentially cause the hydrophilic coding coating to separate from devices. This could also be exasperated by navigating through tortuous anatomy, which would increase contact between the sheath and the vessel. In this case, patient (calcification, tortuosity) may have contributed to the complaint event. However, as there are no images of the sheath nor device return, it is not possible to determine if the peripheral issues seen 1 month and 3 days post-procedure were directly related to potential hydrophilic embolism from the esheath+. Therefore, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.